Event description:
According to the report of (B)(6) 2014, the pt fell down the stairs and after this lost access to sound. The pt will be re-implanted.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.